Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed visual assessment, thimble set screw (loose set screw) and temperature assessment. It was determined that the device was overheating at the tip and the housing was damaged (cosmetic). During service/repair, it was observed that one of the bearings were broken, causing the device to overheat. It was further determined that the issues were consistent with faulty parts (normal wear). Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service/repair pretesting, the attachment device was overheating at the tip. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.